Event description:
Complainant alleged that the ICU staff was treating a female pt (age unk) in cardiac arrest. The staff attempted to defibrillate the pt two times at 200 joules each time, using the device's multi-function cable and electrodes, but they allege that the device would not discharge. The staff then successfully defibrillated the pt using the device paddles. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.